Event description:
Vacuum was not holding the set point, user tried adjusting and it continuously would drop. He did not hear the valve open so he disconnected the tubing from the port, adjusted the set point again, and then could hear the port open and it started to hold the set point/he could feel the suction. When he reconnected the tubing he was able to adjust it and it would hold fine. It was showing the vavd vac: hardware error 1281 after doing this. The qvm was rebooted and set the vac and it was still showing the 1281 alert but was holding fine.

Manufacturer narrative:
Device logs reviewed, revealing unit was struggling to maintain its vavd vac setpoints. Confirmed reported fault; unit unable to maintain vavd setpoint. Vacuum regulator replaced and returned to spectrum ltd for further investigation. Following part replacement, unit was confirmed to maintain vavd setpoints as expected. Post-repair pm completed according to swi.